Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had been dropped and needed repair. It was indicated that the case was broken. It was also indicated that the display wires were pinched and the insulation was breached. It was also indicated that the main seal was pinched. It was also indicated that six case screws and six plugs were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was dropped and returned for repair and testing and calibration. There was no patient involvement.